Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event is confirmed as the evaluation revealed that the cutting edges are damaged and dull (see evaluation pictures 3 - 5). Functional testing was not performed due to the damage to the device. A most likely cause is attributed to wear and tear due to frequent use considering the age of the device (manufactured on 19-dec-2019). Further the laser marks are slightly faded.

Event description:
It was reported during the reconstruction of the anterior cruciate ligament in the left knee that the cannulated headed reamer is dull. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.